Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had reservoir compartment broken. The customer's blood glucose was unknown at the time of incident. The customer reports that reservoir was able to locked in place but not properly. The pump will be returned for analysis.

Manufacturer narrative:
Device received with partially broken off reservoir tube lip. However, device passed displacement test and test p-cap or reservoir locked in place properly.